Event description:
It was reported from the clinical systems longevity study (sls) that the ventricular lead had dislodged and the ventricular capture management measurement did not occur the day after implant. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event. It was later noted that the physician is displeased with the performance and handling of this lead type. The physician indicated positioning difficulties due to the stylet tolerance being too tight took more effort than other lead types.

Event description:
It was reported from the clinical systems longevity study (sls) that the ventricular lead had dislodged and the ventricular capture management measurement did not occur the day after implant. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.